Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with external devices and patient lost therapy. Patient had not put the ipg into surgery mode prior to an unrelated medical procedure. A manufacturer representative was able to troubleshoot and recover the ipg. Therapy was restored for the patient after troubleshooting.